Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.". In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that the patient had impella 5.5 support and when the pump was surgically removed, with resistance. Upon further inspection, dark biomaterial was found at the outlet and light red material at the inlet. Two pieces of material were flushed out of the cannula. Clinical rep recalled that on the second day of support, the impella was turned to p3 to prevent retrograde flow. The patient remained at a lower p level due to this for the remainder of support. No suction alarms were present. The procedural outcome was the patient survived surgery.